Event description:
It was reported that the rotary flow valve was faulty. No patient involvement was reported.

Manufacturer narrative:
One device was received and evaluated. Visual inspection was performed and there were no apparent damages. The tidal volume control rebounds at min setting of 150ml. There was a problem found with the rotary flow valve. The rotary flow valve was found to have insufficient friction which allows the attached tubing to push or pull the tidal volume control away from maximum or minimum end-stops. The root cause is manufacturing and there is a corrective action open to capture events of this nature.